Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) touchpad to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The touchpad was analyzed and it was confirmed via logs that the system experienced error 75, indicating touchpad issues. The unit was tested on an xi system, and the error did not occur but calibration issues persisted. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a cholecystectomy da vinci-assisted surgical procedure, the surgeon side console (ssc) touchscreen was no longer responding. The technical support engineer (tse) confirmed that the console touchpad was the suspect. The clinical sales representative (csr) also stated that they attempted to use the system for a case this morning but had to convert to laparoscopic because of this issue. The customer stated that the touchpad was unresponsive after getting error 75. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were not placed prior to the issue being identified. The system functionality was checked upon powering on and system did initially power on without errors. Technical support was contacted for troubleshooting, which was completed. The laparoscopic procedure was completed and no port incisions were increased or additional ports placed and patient tolerated changes well. There was no patient injury. The technical support was contacted prior to aborting/converting the procedure. Patient demographics were attached.